Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4. Catalog should be ¿unk_smart touch bidirectional sf¿. Note: for field d4. UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that after an atrial fibrillation (afib) ablation procedure with varipulse catheter and a smart touch bidirectional sf catheter the patient experienced stroke confirmed with a magnetic resonance imaging (MRI). It was reported that the patient had a stroke at some point following an afib procedure but was unable to confirm the date that the stroke occurred. The patient showed up to the emergency room complaining of vertigo symptoms. The stroke was confirmed with an MRI. The patient continues to take blood thinner, but it was unknown if any further medical intervention had been performed. The last known patient status was stable. The physician told her that the patient's activating clotting time (acts) were in the 300s during the case. The patient was in sinus rhythm when the ablation procedure was performed. The patient held off blood thinners for 5 days prior to the procedure. Additional information received indicated that in summary, there were 2 risk factors. One, there were a high number of catheter exchanges (5) and second, the patient was mistakenly told by someone at the hospital to stay off blood thinners for 5 days prior to the case. Guidelines and consensus statements support continuous anticoagulation as the most effective measure for preventing risk during an ablation procedure. The physician acknowledged this patient management mistake. Also note, radiofrequency (rf) was used during this case as well. The date of the pulsed field ablation (pfa) procedure was (B)(6) 2025. Vertigo symptoms occurred sometime within a week after the procedure. The presenting rhythm was sinus, and rhythm while ablating sinus. The number of pfa ablations was 24 ablations, and the number of rf ablations was 18 with the smart touch bidirectional sf. The act during ablations was >350. The sheath used was vizigo. The catheter exchanges were a lot of exchanges with octaray micro, varipulse catheter, and rf catheter; at least 5 exchanges. This is a large number of exchanges and increases risk. The pre-ablation thrombus check was performed with transesophageal echocardiograms (tee). Protamine was given post ablation. They reported a hard time isolating the left superior pulmonary vein (lspv), even with rf, but no other uniqueness to the anatomy. Pre-anticoagulation strategy was on blood thinners prior to ablation, was off for 5 days prior to the ablation and best standard of care in cardiac ablation consensus documents and guidelines is for continuous anticoagulation prior to the ablation, so this was a mistake the hospital made in telling the patient to be off anticoagulation for 5 days prior to the procedure. The physician was very upset but still went through with the procedure. This could have been a contributor to risk in this patient. The post-anticoagulation strategy was to stay on blood thinners after. This adverse event was discovered after the use of biosense webster products. The physician's opinion on the cause of this adverse event was the ablation.